Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2014. During the procedure, the threads of an inserter handle fractured in the acetabular cup during insertion. A delay of greater than 30 minutes occurred in the procedure.

Manufacturer narrative:
Evaluation of the returned device found evidence to suggest the issue likely occurred due to misuse. Products were possibly assembled incorrectly with cross threading and/or not being fully threaded against the shell implant or face plate impactor. If assembled improperly and then impacted, the threads may experience failure. Also the handle must be inspected for wear and disfigurement and prior to use to ensure the threads are not damaged.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.